Manufacturer narrative:
Additional information: section d.9. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on (B)(6) 2025. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information section b.1 & h.1. Additional information section b.1, b.2 & h.1, h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the silicone overmold on the top and bottom covers, as well as a severed electrode. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced facial nerve stimulation. Programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another cochlear device. Advanced bionics is currently attempting to obtain consent from the recipient.